Event description:
Arjo was informed about the incident involving non arjo ceiling rail and maxi sky 440 ceiling lift. Following the information reported, one side of the track detached from the ceiling. As a consequence, the resident that was transferred to the wheelchair fell to the ground. The resident sustained a bruise on her bump. No medical intervention was needed.

Manufacturer narrative:
The device evaluation performed by the field service technician revealed that the screws and washers that support the ceiling track were loose which led to the rail detachment. According to the information provided, the rail used with the maxi sky 440 portable ceiling lift was manufactured and assembled by a third-party company. The maxi sky 440 ceiling lift in combination with competitor installation rail was used as a system for transferring the resident and played a role in the reported incident. There was no indication of any arjo product abnormalities that could have contributed to the alleged event. The track used with arjo ceiling lift detached and from that perspective system did not meet the specification. The complaint decided to be reportable due to track detachment during transfer of the resident. The resident sustained not serious injury.